Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were nine similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6)2022 using the cue covid-19 test for home and over the counter (otc) use (sn (B)(4), lot 24215f, reader sn (B)(4)). Three repeat cue tests performed on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 provided negative results. No alternate confirmatory testing performed. The customer is vaccinated with a booster, has no symptoms or known exposures.